Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that a patient was treated for an asymptomatic aaa with placement of an abdominal aortic stent-graft, bilateral iliac legs, and a left iliac leg extension. The site reported a flow-limiting kink in the left iliac leg device upon completion of the procedure. On (B)(6) 2013, at the one month follow-up, CT scan showed loss of patency of the left iliac leg. It was reported that the patient underwent a secondary surgical intervention (left to right femoral-femoral bypass) on (B)(6) 2013 which was successful. The last information on this patient is from (B)(6) 2016. He currently remains in the study (year 3 of 5) with no further reported issue. Additional information has been requested pertaining to medical procedures and patient status but not yet received.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, instructions for use (IFU) and quality control data was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. A device history record review could not be performed as the complaint lot number was not provided. Per the IFU, "pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event(e.g., graft limb occlusion) and patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic effect". In addition, this patient had a pre-existing condition of hypertension, lower limb obliterating arteriopathy, and smoking history, which may have increased the risk of occlusion. However, based on the information provided, no product returned and results of the investigation a definitive root cause could not conclusively be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for complaints of this nature, the appropriate personnel have been notified of this event.